Event description:
It was reported that during a ptca/stenting procedure in the left anterior descending artery (lad), the luge guide wire fractured in the pt. The pt was admitted with chest pain. Treatment was to be cardiac catheterization with placement of stents. During removal of the catheter, the distal tip of the luge guide wire fractured. No attempt was made at retrieval and the distal tip remains in a terminal branch of lad. Four stents were placed to complete the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.